Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a no cassette alarm occurred. This occurred during infusion at patient's home. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a no disposable alarm. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. As a result, the downstream occlusion sensor was replaced as preventive. The service history review had no indication that the complaint was related to a service of the device within the review period.